Manufacturer narrative:
New hernia formation and exacerbation or pre-existing hernia is an inherent risk and is in the coolsculpting labeling. Further investigation cannot be performed as contact information is not available. If any additional information becomes available, a supplemental report will be sent.

Event description:
The provider reported that the patient indicated she developed a hernia following coolsculpting. She does not have a history of hernia. The patient also reported she will need to get the hernia taken care of.